Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The impella device has been returned for evaluation. Clinical details were sufficient to determine the root cause. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the automated impella controller (aic) console was not recognizing 2 consecutive purge cassettes. A new console was used successfully with no harm to the patient.